Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that a patient had their pump removed a number of years ago, ¿>5, not exactly sure¿. It was noted that the patient ¿spoke about issues with it¿. It was reported that the pump was used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that the patient was implanted approximately 10-15 years prior for pain therapy. It was noted that the pump was removed about five years after it was implanted. It was reported that the patient had issues with inflammation around the catheter while it was implanted.